Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose over 300 mg/dl and 400s mg/dl. The customer treated high blood glucose with insulin pump. Customer declined troubleshooting that he ate chinese food and did not count carbs properly. The insulin pump will not be returned for analysis.